Event description:
It was reported that during a patient check, the patient was doing an exercise test and went on a hall walk. The programmer was removed. After the patient returned, no atrial electrogram deflections were available. The programmer head was removed and still no data. The session was ended and the device was reinterrogated. The atrial deflections were then available. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 x 2 implantable pacing leads: (B)(6) 2011. (B)(4).